Event description:
The pt was implanted with a left ventricular assist device. During an outpatient visit, the percutaneous lead was tested by the MFR's technical service rep. Although all conductors within the percutaneous lead were found to be intact, the vad coordinator at the hospital decided to open the outer silicone of the percutaneous lead approx 10cm from the exit site and discovered fluid inside, indicating possible damage to the intracorporeal portion of the percutaneous lead, allowing fluid to enter. It was reported that the vad coordinator will recommend a pump exchange at some point.

Manufacturer narrative:
The pt remains on lvad support with the pump. The pump remains implanted and in use by the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.